Manufacturer narrative:
Device passed the displacement test. However, device alarmed a64 during self test due to defect.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received rf pic failed selftest alarm. The customer¿s blood glucose level was 153 mg/dl at the time of incident. The customer stated that they were able to clear the alarm, however not able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.